Event description:
It was reported that the baseplate migrated superiorly and required a revision surgery where all but the stem was removed in the revision.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event was confirmed, since x-rays were provided for investigation. Since x-rays were provided, the opinion of the medical expert was requested and stated as following: the shoulder ID baseplate has moved superiorly together with the superior half of the glenoid bone, suggesting a glenoid fracture with secondary displacement of the bone-baseplate construct (periprosthetic fracture). The implant as such is intact. The x-ray may suggest that the implant was placed relatively high intra-operatively, yet more imaging would be necessary to confirm that. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the baseplate migrated superiorly and required a revision surgery where all but the stem was removed in the revision.